Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent.

Manufacturer narrative:
The device was received fully deployed with the pink slide insert visible in the viewing window. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 89 pulses. The needle mechanism was reset and fired properly during the investigation and the data indicates the device completed a bolus delivery after the priming sequence. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.